Manufacturer narrative:
(B)(4). Batch # unk. Following information has been requested but unavailable: what is the age, height and weight of patient? What was between the pad and patient? Where was the pad place on patient? Was the patient laying on the pad? Were there any generator alerts during the procedure? Does the patient have any known sensitivities to tape or other adhesives? When was the burn or scar identified and how was it treated? Why is it believed that the darkening of the skin noted in the photo is a burn? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A device history record review could not be performed because a valid lot/batch number was not provided.

Event description:
It was reported that post op of an unknown procedure, it is unknown what occurred possible overheating of the pad. The patient has a burn and a scar from the pad. It is unknown how the patient was treated.